Event description:
Caller reported not seeing drops of insulin at the end of the tubing during fill tubing step of load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 586 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room (ER) where intravenous IV fluids, saline, and insulin were administered. The treatment resolved the issue and there was no permanent damage. Customer was discharged later that day from the ER.